Event description:
This case was reported by a lawyer and descried the occurrence of neuropathy in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medications included super poligrip original denture adhesive cream and fixodent. In 1984, the pt used super poligrip at unknown dosing. At an unk time after using super poligrip, the pt experienced one or more of the following: neuropathy, myelopathy, paralysis, kidney failure, liver failure, bone marrow disorder, anemia, zinc toxicity, hypocupremia, neurological disorder, and nerve damage. Treatment with super poligrip was continued. At the time of reporting, the event were unresolved. This case was assessed as medically serious by gsk. According to the legal complaint, the pt experienced one or more of the following: neuropathy, myelopathy, hyperzincuria, zinc toxicity, extensive nerve damage, hypocupremia, numbness, serve pain, tingling, tremors, cramps, muscle twitch, paralysis, inability to walk, loss of balance, loss of use of upper and/or lower extremities, difficulty breathing, kidney failure, liver failure, bone marrow depletion, abdominal pain, nausea, vomiting, anemia, lethargy, and other neurological disorders. The pt "suffered, and continues to suffer from severe mental and emotional injuries, including but not limited to, severe emotional distress, depression, anxiety, worry and anguish." The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future."

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).